Manufacturer narrative:
Concomitant medical products: mc1vr01us micra, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients mother that the implantable pulse generator (ipg) was "not fully working". The ipg remains in use. No patient complications have been reported as a result of this event.